Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump experienced several issues, which were resolved upon troubleshoot. The blood glucose reading was 206 mg/dl. The customer stated that the blood glucose reading from the meter did not communicate with the insulin pump. He also noted that a no delivery alarm was found in the alarm history. He stated that he was unable to scroll through the device, but later advised that he could do so successfully. Upon troubleshooting, the insulin pump did not show that it had passed the self test, but it did not show any other codes as well. Later, the customer advised that the device passed the self test. Nothing further reported.